Event description:
Reportedly, when trying to pair the subject home monitor with an ICD, the status light remained orange for 30 seconds. Then, the led became green and the pit button flashed green for 2 seconds. When pressed the pit button, the led status and the pit button turned off simultaneously. Another home monitor was then correctly paired with the ICD.

Event description:
Reportedly, when trying to pair the subject home monitor with an ICD, the status light remained orange for 30 seconds. Then, the led became green and the pit button flashed green for 2 seconds. When pressed the pit button, the led status and the pit button turned off simultaneously. Another home monitor was then correctly paired with the ICD.

Manufacturer narrative:
Please refer to the attached analysis report.